Manufacturer narrative:
Device is a combination product. Promus premier ous mr 24 x 4.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 1 and 2 on the distal end were damaged and bunched in a proximal direction and stent strut rows 1 and 4 from the proximal end were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured using within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found a kink 950mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01 feb 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 4mmx20mm, concentric target lesion located in the non tortuous and severely calcified proximal left anterior descending artery. Following predilatation, a 24 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor serious injury were reported and the patient's status was stable. However, returned device analysis revealed stent damage.